Event description:
Vet staff reported there was a cluster of sutures that have caused suture reactions they stated that out of lot #113203; there were 6 packs used and out of those 6 packs, 4 caused the reactions.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Reported device is for vet use only; however similar products that are for human use have similar production circumstances. Manufacturing site evaluation: evaluation on-going.